Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause cannot be conclusively determined.

Event description:
Reportedly, a deep horizontal mark was noticed on the lens optic, upon insertion into the patient's right eye. Incision was enlarged from 2.2 to 2.8/3.0mm to remove the iol, and it was replaced with another lens of the same model and diopter. The patient outcome is good and they have not noticed a decrease in their vision.